Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 mg/dl. The customer believed that the infusion set was not allowing insulin to be delivered. The customer contacted the health care provider (hcp) and was instructed to change the infusion set, it had been used beyond the labeling recommendation. Reportedly, the customer was using apidra insulin. The customer changed the infusion set and addressed the elevated bg level with a bolus of insulin via the pump. The customer declined to provide the infusion set information.